Event description:
The drill bit broke-snapped. The surgeon placed excessive torque on bit, the bit bound on the guide and snapped. The surgeon was able to grab the broken end of the bit and remove it; all pieces were retrieved. The bit broke while trying to drill peg holes through the peg-hole guide. There was no adverse consequence and a second drill bit was utilized to complete the peg-hole preparation.